Event description:
The patient underwent successful ptca stenting of the distal left circumflex coronary using a 4.0 x 18 mm xience drug-eluting stent deployed at 12 atmospheres and post-dilated using a 4.0 x 12 mm nc trek balloon at a maximum of 12 atmospheres. This resulted in reduction from 95 percent to less than 10 percent residual stenosis, timi 3 flow and no complications. Subsequent to this, the pilot 50 wire was pulled back in the left circumflex coronary with attempted wiring of the first obtuse marginal branch. However, this was not successful. Subsequently, the pilot 50 wire was removed from the body. Attempts to withdraw the bmw wire resulted in unraveling of the wire with the wire subsequently fracturing. There was a hair-like filament that was noted extending from the area of the patient's proximal lad stent, extending all the way to the patient's right brachial artery. Of note, the bmw wire was never removed from its position in the lad with all stenting and balloon angioplasty performed over the same wire with no loss of position. It is therefore suspected that the bmw wire was defective with one of the coils having being stripped from the wire. Subsequent to this, multiple attempts were made to retrieve the wire, and I was able to use a 10 mm snare to drop the wire from the right brachial artery, however upon pulling on the distal end of the wire, the remaining excellent fractured again with one small piece removed from out of the body and the remainder of the filament remaining in place, extending from the patient's lad stent into the right brachial artery. Another attempt was made to remove the filamentous segment using the snare and holding it in place inside the retrieval sheath using a 2.5 x 30 mm balloon that was inflated inside the catheter. However, this again led to the filament fracturing within the right brachial artery with the small piece removed and the larger pieced remaining in the patient's left anterior descending coronary stent. After multiple attempts to retrieve the remaining filament, the decision was made to abort any further attempts. Unable to wire the proximal first obtuse marginal branch at this time. Further attempts were aborted secondary to stripping of the bmw wire that was placed in the proximal lad following stenting, presumably from a defective bmw wire. Attempts to retrieve the filamentous portion of the bmw wire that remained connected to the proximal lad stent were ultimately unsuccessful due to the fact of the wire would break into 2 pieces without the entire wire being able to be retrieved.